Event description:
Complainant alleged that during biomed testing, the device display was flickering and clinical data could not be seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.